Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarms and she experienced high blood glucose. The blood glucose at the time of the incident was 600 mg/dl; treated with manual injection. Troubleshooting was performed. The customer stated that she had 4 infusion set with bent cannulas and the alarm was resolved buy changing the infusion set and reservoir. The device will not be returned for analysis.